Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 595 mg/dl, which was treated with the pump. The customer also reported low reading of 45 mg/dl when basal rates were changed by 50%. The customer was assisted with priming sequence. The customer reported big bubbles in the reservoir. The insulin pump will not be returned for analysis.